Event description:
As reported, the balloon of a 6mm x 10cm 155cm saberx rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during its initial inflation to approximately 4 to 5 atmospheres (atm). As a result, the 6mm x 10cm 155cm saberx pta balloon catheter was removed and another saberx pta balloon catheter of unknown size was successfully used. After successful use of the second saberx pta balloon catheter, a 7mm non-cordis drug-coated balloon (dcb) was used to complete the procedure and there was no reported injury to the patient. This was during a procedure to treat a lesion in the superficial femoral artery (sfa) which was reported as having a 90 percent stenosis, mild calcification, but no tortuosity. There was no difficulty removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device maintained negative pressure during preparation. A non-cordis .018 guidewire was advanced past the lesion followed by the attempted use of the 6mm x 10cm 155cm saberx pta balloon catheter. There was no resistance experienced while inserting the 6mm x 10cm 155cm saberx pta balloon catheter into the patient. There wasn¿t any difficulty experienced while crossing the lesion and the balloon did not pass through any stents while being delivered to the lesion. The balloon catheter was able to be removed easily and remained in one piece during removal from the patient. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h6, h10 . As reported, the balloon of a 6mm x 10cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during its initial inflation to approximately four to five atmospheres (atm). As a result, the 6mm x 10cm 155cm saber rx pta balloon catheter was removed, and another saber rx pta balloon catheter of unknown size was successfully used. After successful use of the second saber rx pta balloon catheter, a 7mm non-cordis drug-coated balloon (dcb) was used to complete the procedure and there was no reported injury to the patient. This was during a procedure to treat a lesion in the superficial femoral artery (sfa) which was reported as having a 90 percent stenosis, mild calcification, but no tortuosity. There was no difficulty removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device maintained negative pressure during preparation. A non-cordis .018 guidewire was advanced past the lesion followed by the attempted use of the 6mm x 10cm 155cm saber rx pta balloon catheter. There was no resistance experienced while inserting the 6mm x 10cm 155cm saber rx pta balloon catheter into the patient. There was no difficulty experienced while crossing the lesion and the balloon did not pass through any stents while being delivered to the lesion. The balloon catheter was able to be removed easily and remained in one piece during removal from the patient. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82222003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors and vessel characteristics of mild calcification with 90% stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.